Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported ¿no image¿ was as follows: it is presumed that this case was caused by unexpected stress on the head due to the user's handling, resulting in the failure of the ccd unit, which resulted in the absence of images. In addition, it is believed that the handling caused unexpected stress on the cable, which caused twisting and image noise. The legal manufacturer reported that the IFU confirmed description of the event. The legal manufacturer checked the contents of the instruction manual regarding important information please read before use when the products were shipped, we confirmed that the following was stated. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found there is no image due to a faulty charged coupler device (ccd) unit. The kinks and shortage in cable causing intermittent noise on image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image does not appear. The device is not giving a picture prior to a therapeutic cystoscopy procedure. There was a grey light cord involved in the event. There was a 5-minute delay in the procedure. No general anesthesia was used. The intended procedure was completed. The same device was used to complete the procedure. However, the camera box continues to function properly with other camera heads in the facility. No other devices were replaced during the procedure. The device was inspected prior to use. No damage or abnormalities were observed. The physician was experienced in using this device. There was no patient injury or harm. No additional information was provided.